Event description:
An insulet territory manager reported that an omnipod customer has passed away. In a follow up call with the deceased's family it was confirmed that the cause of death was a "pre-existing diagnosis" and not omnipod-related.

Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No qualification records were reviewed; no product lot number was reported.